Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. It was stated that the insulin did not exit through tubing and pump alarmed. The patient's blood glucose level was high and reached upto 474 mg/dl. No further information available.